Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no relationship found between the subject device and the reported incident. A service assessment of the unit revealed a handpiece sensor fault. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process.

Manufacturer narrative:
The initial incident report was submitted with incorrect manufacturing site information and registration number (B)(4) (s+n austin). The correct manufacturing site information and registration number is (B)(4) (s+n oklahoma). Corrected data: d3 and g1 manufacturing site name and address information.

Event description:
It was reported that during a knee arthroscopy the handpiece was getting very hot. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.